Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting a ¿pump not filled¿ warning every 10 to 20 minutes, despite rebooting the pump and going through the filling and rewind steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2015 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2014 at 2:14 pm. A review of the black box did not show any evidence of a load step malfunction or any prime issues. The pump was turned off from (B)(6) 2014 at 9:07 pm until (B)(6) 2014 at 8:46 pm. The pump successfully completed ez-prime steps and 24 hour duration testing with no errors, alarms, or warnings occurring. The pump cover was removed and there were no defects found to the force sensor circuit. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.